Event description:
The user facility reports a cut in the pump segment tubing found approximately 2 1/2hrs into dialysis treatment. Due to potential for contamination the blood volume in the extracorporeal circuit was discarded and a new line was set up to resume and complete treatment. Ebl=250cc. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss only. The actual complaint sample was discarded but photographs of the sample were provided which show a rough angled cut in the pump segment tubing that was caused by incorrect installation of the pump segment tubing in the machine's pump housing. The machine manufacturer has sent the facility detailed instructions on correct installation of the pump segment. This incident is considered to be caused by user error.